Manufacturer narrative:
The device was manufactured from march 24, 2022 - march 30, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye which noted the white flow restrictor housing had been damaged. Indentation marks of the flow wrap sealer equipment were noted on the body of the flow restrictor housing. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top part of the distal luer from a small volume infusor was broken. This issue was discovered during filling. There was no patient involvement. No additional information is available.